Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device, the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.

Event description:
It was reported that while the smiths medical catheter was into patient's vein, the user could not easily remove the mandrel from the catheter which led to pain and wound for patient. No further adverse patient effects were reported.